Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2011. The cca was advised the patient manages her diabetes with glucophage pills (250 mg). It is not known what action the patient took at the time of the alleged issue; however, on the morning of (B)(6) 2011, the patient skipped or stopped her usual dose of medication. The patient denied developing symptoms. That same morning, the patient went to the emergency room (ER) and was administered insulin (type/ amount not specified). The patient did not specify results obtained from the ER/ hospital meter. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca was unable to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.